Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and high readings. The customer's blood glucose value was 300 mg/dl. The customer stated that she went to the hospital because the ketones strips showed that she spilled ketones. The customer stated that she was dehydrated and was given fluids at the hospital. The customer was not able to troubleshoot because of button error. The product was returned for analysis.